Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative that the patient was continuing to improve. His dose was lowered from 300 mcg/day to 270 mcg/day. The patient will follow up with the health care professional (hcp) on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10863r29, implanted: (B)(6) 2001, product type: catheter, product ID: 8709, lot# j10863r29, implanted: (B)(6) 200, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and hcp (healthcare provider) regarding a patient receiving intrathecal baclofen via an implanted pump. The pump was programmed to deliver baclofen 2000 mcg/ml at a dose of 369.2 mcg/day. The start date of this medication was (B)(6) 2015 and was reported as ongoing. When the pump was replaced on (B)(6) 2015, the catheter was not replaced. Other medications the patient was taking at the time of the event included: valium, cymbalta, gabapentin, adderall, and baclofen (oral). The patient's medical history included: no known allergies, hereditary spastic paraparesis. On (B)(6) 2015, the patient experienced side effects/symptoms further described as a change in therapy effect. The patient's skin felt sensitive on his abdomen and upper thighs, only on the front of his body. The patient was sensitive to touch. When anything touched him, it felt like razor blades cutting him. The patient felt like spiders were crawling all over him. When the patient was touched, he started shaking. The patient visited urgent care on (B)(6) 2015 and they could not find anything wrong with him. The patient could barely move his foot down because his leg muscles were so tight. The patient planned to see a physician on (B)(6)2015. Regarding troubleshooting, the pump rate was increased by 10% and the patient's prescription for oral baclofen was refilled. Kub (kidney ureter bladder) imaging revealed the pump and catheter were disconnected. Regarding interventions, the patient was given oral baclofen and was to follow up with the surgeon as soon as possible. On (B)(6) 2015, a consumer was trying to find another physician for the patient. The patient had to have surgery the following week and wanted a new physician lined up by then. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a hcp via a company representative. The type of baclofen delivered by the pump was lioresal. Patient history included multiple sclerosis (ms). The patient underwent an uneventful pump replacement on (B)(6) 2015. Approximately 3 weeks following the replacement, the patient started having increased spasms and spasticity with sensation of itching. The patient saw his physician who ordered x-rays, a catheter dye study, and programmed an increase in daily dose from 369.2mcg/day to 406mcg/day. The radiologist read the x-rays which showed an unconfirmed catheter disconnection. The catheter dye study was performed on (B)(6) 2015 and the catheter was patent with successful aspiration through the catheter access port (cap). The dye study revealed dye in the intrathecal space but also in the pump pocket near the pump connector. The patient was referred to a surgeon for catheter revision. The revision took place on (B)(6) 2015 at which time a catheter fracture was confirmed at the sutureless pump connector at the proximal pump segment. The existing catheter was trimmed and attached to a new sutureless pump segment. The patient went to the emergency room (ER) on (B)(6) 2015 following the revision with complaints of weakness, diaphoresis, nausea, and vomiting. The ER doctor consulted with the managing doctor. After reviewing the pump telemetry report and logs as well as the labs taken in the ER, it was decided to decrease the pump dose by 20% from 370mcg/day to 300mcg/day. The patient was to be admitted overnight for observation. The patient was to follow up with the managing doctor in 1 week.